Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that the patient's knee was revised due to loosening of the tibial component. Intra-operatively, it appeared that the bone cement had de-bonded from the implant. The tibial component and insert were revised. Surgeon would like the device investigated and would like the investigation results.